Manufacturer narrative:
Complete entry for section a1: patient identifier: (B)(6). Complete entry for section e1: phone number: (B)(6). This report is being filed on an international product, list number: 07p45-22 that has a similar product distributed in the us, list number: 7p45-40 / 45, with 510k number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I toxo igg for one female patient. The following results were provided: on (B)(6) 2025, sid: (B)(6), initial toxo-igg result= 3.5 u/ml; historical result= negative; on (B)(6) 2025, the sample was repeated twice, results= 0.1 u/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I toxo igg for one female patient. The following results were provided: (B)(6) 2025, sid (B)(6), initial toxo-igg result= 3.5 u/ml; historical result= negative; (B)(6) 2025, the sample was repeated twice, results= 0.1 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73692be00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I toxo igg reagents in the field was reviewed using data from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 73692be00 was identified.